Event description:
Implant extraction due to locator fracture, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, chemotherapy around time of implant placement, compromised immune resistance.